Event description:
This is filed to report a tissue injury. It was reported that a patient presented with grade 4+ degenerative mitral regurgitation (mr) and thin leaflets. During a mitraclip procedure, the first clip was successfully implanted. During deployment of the second device, a mitraclip nt, it was noted that a segment of the second posterior leaflet had torn off. The leaflet was noted to be thin. The nt clip was successfully implanted and the procedure was completed. The mr was reduced to grade 2-3. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed the reported unspecified tissue injury appears to be related to patient conditions (thin leaflets) and/or procedural circumstances. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.